Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced intermittent audio output. Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that she did not need a new receiver since it was working fine.